Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, an attempt was made to remove the device with the foot open. The foot was closed and the device was removed. When the plunger was withdrawn, the suture was not at the tip of the needle, a cuff miss occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. The returned device also exhibited a foot break. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Per the instructions for use: relax the device and then return the foot to its original closed position by pushing the lever down to the body of the device. Do not attempt to remove the device without closing the lever.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps. This code is used to address the attempt to remove the device with the foot open. Per the instructions for use [instructions for operation or instructions for use etc.] (10) states relax the device and then return the foot to its original position by pushing the lever (marked #4) on top of the device down to its original position. (11) withdraw device until the guide wire port exits the skin line. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.